Event description:
Related to MFR report # 2183959-2011-00460. On (B)(6) 2006, a perigee graft was implanted. It was reported that exposed perigee mesh was trimmed in the office on (B)(6) 2008 followed with estrace cream treatment on (B)(6) 2008. On (B)(6) 2008, a "mesh revision" procedure was done for continued mesh exposure.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.